Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was scheduled to undergo a medical procedure. As part of the pre-procedure protocol, testing was required due to the patient¿s history of type 1 diabetes. Upon arrival at the hospital, the patient¿s cgm indicated a reading of 170 mg/dl, while bg test displayed ¿high.¿ subsequent laboratory testing revealed a critically elevated glucose level of 775 mg/dl. The patient reported no symptoms and believed the cgm readings were accurate until the laboratory results were obtained. Based on these findings, the scheduled procedure was cancelled, and the patient was admitted to the intensive care unit (ICU) for management of diabetic ketoacidosis (dka). The patient remained in the ICU for two days, receiving intravenous insulin therapy before transitioning to subcutaneous insulin injections. On (B)(6) 2025, the patient was discharged from the ICU in stable condition and reported feeling well at the time of discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.